Manufacturer narrative:
Qn# (B)(4). Medwatch# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 06, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance the catheter more than 5 cm beyond the needle tip. Advancing the catheter more than 5 cm increases the likelihood of the catheter tip being placed into the anterolateral portion of the epidural space and increases the potential for the catheter knotting." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter tip breaking could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the patient had an epidural catheter placed by the anesthesiologist; it was noted to be placed at 5cm, and at insertion level l3/4. At 0707, patient delivered baby vaginally and the catheter was removed by the registered nurse approximately an hour later with slight resistance noted. It was then noted that the black tip was not present at the end of the catheter. The nurse states that she did pull or tug on the catheter. X-ray showed curvilinear density was present superimposed over the spinal canal at 11-12. It is a thin 1-2 mm density and measures 5mm in length. Neurosurgery ordered a CT scan which showed external plastic catheter in the internal wire wrapped as a coil sitting on the dorsal surface of the thoracic 11th and 12th spinal cord. Neurosurgery counseled the patient. The skin overlying the epidural catheter upon its insertion is healed. There would be no ability to retrieve this catheter without an open surgical intervention. It was highly encouraged to this patient that no retrieval be attempted given its minimal benefit and potential risk. It was explained to the patient multiple times that the infection risk would be overall low with a retained catheter and that this catheter poses little to no detriment in the future. Despite this conversation the patient is adamant that she wishes the foreign body to be retrieved. A few weeks later the patient went to or and had the catheter removed from t11 thoracic epidural space. Pathology notes: received flask labeled t11 thoracic epidural space 12.5 x 0.1 cm segment of gray-tan tubing. The internal portion of tubing appears to have coiled wire. No soft tissue was present.

Manufacturer narrative:
(B)(4). Medwatch# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had an epidural catheter placed by the anesthesiologist; it was noted to be placed at 5cm, and at insertion level l3/4. At 0707, patient delivered baby vaginally and the catheter was removed by the registered nurse approximately an hour later with slight resistance noted. It was then noted that the black tip was not present at the end of the catheter. The nurse states that she did pull or tug on the catheter. X-ray showed curvilinear density was present superimposed over the spinal canal at 11-12. It is a thin 1-2 mm density and measures 5mm in length. Neurosurgery ordered a CT scan which showed external plastic catheter in the internal wire wrapped as a coil sitting on the dorsal surface of the thoracic 11th and 12th spinal cord. Neurosurgery counseled the patient. The skin overlying the epidural catheter upon its insertion is healed. There would be no ability to retrieve this catheter without an open surgical intervention. It was highly encouraged to this patient that no retrieval be attempted given its minimal benefit and potential risk. It was explained to the patient multiple times that the infection risk would be overall low with a retained catheter and that this catheter poses little to no detriment in the future. Despite this conversation the patient is adamant that she wishes the foreign body to be retrieved. A few weeks later the patient went to or and had the catheter removed from t11 thoracic epidural space. Pathology notes: received flask labeled t11 thoracic epidural space 12.5 x 0.1 cm segment of gray-tan tubing. The internal portion of tubing appears to have coiled wire. No soft tissue was present.

Manufacturer narrative:
(B)(4). Medwatch# (B)(4). The customer reported the catheter tip broke off in the patient during removal. The customer returned one snaplock adapter, one 3ml luer-lock syringe, one epidural catheter, one epidural catheter piece, and lidstock. The returned snaplock adapter and catheter piece were received connected together. The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. Visual examination of the returned catheter piece revealed the distal tip is not present and the extrusion appears to have been separated at the distal tip. At the point of separation, the extrusion is slightly stretched; however, the coil wire extends approximately 18cm beyond the extrusion and also appears slightly stretched. The proximal side of the catheter piece appears to be intact as no damage was observed. A dimensional inspection was performed on the returned catheter piece using a ruler (c05158). The returned catheter extrusion piece measures approximately 77.8cm and the inner coil wire, which is slightly stretched, extends approximately 18cm beyond the tip of the extrusion totaling approximately 95.8 of the catheter was returned. Since the extrusion appears to only be slightly stretched at the point of separation, this indicates at least 10.7cm of the extrusion is missing as the specification for the epidural catheter indicates that the proper extrusion length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002 rev. 9. However, since the total coil wire measured approximately 95.8cm, it cannot be determined if any of the coil wire is missing. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 06, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance the catheter more than 5 cm beyond the needle tip. Advancing the catheter more than 5 cm increases the likelihood of the catheter tip being placed into the anterolateral portion of the epidural space and increases the potential for the catheter knotting." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of epidural catheter tip breaking during removal was confirmed based upon the sample received. The returned catheter piece was missing approximately 10.7cm of extrusion from the likely most distal end of the catheter. At the point of separation, the extrusion showed signs of slight stretching. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, operational context caused or contributed to this event.

Event description:
It was reported that the patient had an epidural catheter placed by the anesthesiologist; it was noted to be placed at 5cm, and at insertion level l3/4. At 0707, patient delivered baby vaginally and the catheter was removed by the registered nurse approximately an hour later with slight resistance noted. It was then noted that the black tip was not present at the end of the catheter. The nurse states that she did pull or tug on the catheter. X-ray showed curvilinear density was present superimposed over the spinal canal at 11-12. It is a thin 1-2 mm density and measures 5mm in length. Neurosurgery ordered a CT scan which showed external plastic catheter in the internal wire wrapped as a coil sitting on the dorsal surface of the thoracic 11th and 12th spinal cord. Neurosurgery counseled the patient. The skin overlying the epidural catheter upon its insertion is healed. There would be no ability to retrieve this catheter without an open surgical intervention. It was highly encouraged to this patient that no retrieval be attempted given its minimal benefit and potential risk. It was explained to the patient multiple times that the infection risk would be overall low with a retained catheter and that this catheter poses little to no detriment in the future. Despite this conversation the patient is adamant that she wishes the foreign body to be retrieved. A few weeks later the patient went to or and had the catheter removed from t11 thoracic epidural space. Pathology notes: received flask labeled t11 thoracic epidural space 12.5 x 0.1 cm segment of gray-tan tubing. The internal portion of tubing appears to have coiled wire. No soft tissue was present.